Event description:
It was reported that the collector was deformed with bd sharps collector 8 qt multi-use nestable. The following information was provided by the initial reporter, translated from japanese to english: a collector was deformed.

Manufacturer narrative:
H.6. Investigation summary: according with the picture provide from customer it can confirm the failure mode reported (short shot) by customer. A review to process was performed and it was found that every time that machine starts operation, a mold change its required or every time that a set up its require a segregation of the units molded during the machine adjust must be performed; all molding units belong to that adjust time must be segregated and scrapped. After these adjust segregation a first sample must be provided to quality; quality auditor performs an inspection and release to this unit, once that this unit is accepted the machine could be released to production. Based on machine technical expertise, the failure mode showed on received pictures showed a unit that may belong to set-up/ adjust machine. The short shot failure mode that could be present on normal process are not shorter as photo shows. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for shoot shot for 8 qt family; also affected lot was not involved on any ncmr or quality incident.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the collector was deformed with bd sharps collector 8 qt multi-use nestable. The following information was provided by the initial reporter, translated from (B)(6) to english: a collector was deformed.